Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: unknown 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6); 320-32-40 - exp glen, 40mm, for small reverse: (B)(6); 320-55-99 - csb glenosphere screw: (b)(6;) 320-55-01 - centl scr baseple standard: (B)(6); 320-55-40 - cent scr basepl cent scr, 40mm: (B)(6) should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 69 yo male patient, who had a rtsa, underwent a revision procedure due to disassociation of humeral plate. The replicator tray screw stripped and backed out of the cylindrical bore humeral tray. The tray and liner were replaced. The study indicates it was definitely related to the devices and the procedure. The outcome states resolved. No further information. This is 1 of 2 events for this patient.